Event description:
It has been reported to co that during the procedure the physician was unable to advance the wire through the distal end of the balloon. Reportedly, 4 unsuccessful attempts were made and at that point the device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.